Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone, data not available. Cloud - omnipod 5 software app version, data not available. Cloud - smartphone operating system, data not available. Cloud - smartphone hardware, data not available. Cloud - cgm sensor type, data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient took themselves to the emergency room and were hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached 30 mmol/l (540 mg/dl) and ketones of 3.5 mmol/l while wearing the pod between 1 and 4 hours. Symptoms reported include vomiting, trouble seeing, pale face and body shaking. The pod was removed at the hospital and the cannula appeared bent and insulin appeared to be leaking. The patient was treated with insulin (novo-rapid) injections with the pen after taking the pod off. He was given extra correction of 50% because bg was extremely high. The patient was released after 7 hours. The pod has been discarded.